Event description:
It was reported that during a roux-en-y gastric bypass procedure, an ace36p was being used and the tissue pad fell off. It is unknown if the pad fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.